Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: liquid immersion in the control body, resulting in image error b30 (scope communication error). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had b30 error (scope communication error). The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.